Manufacturer narrative:
On (B)(6) 2017 via a phone conversation, the customer indicated to the technical support specialist (tss) that they had calibrated a new lot test cups a few days prior and that the ck-mb test cup lot (no lot identification was provided) previously used was coming in close to the mean. They also indicated that the control means have shifted down with the new test cup lot. On (B)(6) 2017, the customer indicated that a new control was used with the new ck-mb test cups after the test cups were recalibrated and the customer found that br 23600 l1 was in range. All values are within target range. The customer agreed to monitor and evaluate maintenance and qc logs. The probable cause of the event was test cup lot to lot variability. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported the ck-mb biorad lot 23601 control needed to be repeated 2-3 times to get a result that is close to the mean. There were no other control recovery issues. The customer was unable to run ck-mb patient samples. The representative from the technical support specialist (tss) spoke to the customer to troubleshoot the reported event which resulted in ck-mb delayed results reporting. There was no indication of patient intervention or adverse health consequences due to the discrepant result reported.